Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: tip fracture. Doctor was able to trap and remove the broken piece of the tip from the lad.

Manufacturer narrative:
One-unit of the turnpike lp was returned for evaluation. Blood particulates were noted on the catheter. The tip was observed to be separated. Approximately 5 mm tip was separated. The separated tip material was structurally damaged. No other issues noted. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The event description states that the tip fractured. The damages are likely to have occurred during use in the procedure. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury additional information was requested from the account. No response was received. It is likely that the tip was caught against a calcified lesion and subjected to damages when advanced/rotated. The physician was able to trap and remove the broken piece of the tip from lad. Procedure was aborted. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.